Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
Additional information provided: updated with a failure analysis evaluation. Updated "return to manuf.?" And "date returned to manuf."

Event description:
It was reported to philips that the pins on the battery pca were damaged. There was no reported patient involvement/adverse patient impact. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pins 7 and 8 on the j1 connector were damaged. All remaining spring-loaded pogo-pins on j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified during lab evaluation.